Manufacturer narrative:
(B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Part manufacture date: september 04, 2012. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm ti helical blade 115mm non sterile product was processed through the normal manufacturing and inspection operations with no rework nor non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no rework nor non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated for a fractured femur on an unknown date with a trochanteric fixation nail-short and helical blade. The patient returned to the surgeon on an unknown date, complaining of hip pain. A revision was scheduled for (B)(6) 2016, and the patient was revised to a total hip replacement. During the removal of the hardware, the screwhead became stripped, and broke off. The screwhead fragment was retrieved, with a twenty (20) minute surgical delay. The revision surgery was successfully completed; the patient was reportedly stable. The hip replacement surgery was immediately following the removal of the synthes products. The revision surgery for removal of tfn nail, helical blade and distal screw due to pain are captured on this report. The broken distal screwhead and surgical delay occurring during the removal are captured on linked complaint (B)(4). This is report 2 of 3 for (B)(4).